Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the ngp 640 insulin pump which is not marketed in the united states. However, the device is similar to the ngp insulin pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the customer reports a low battery alarm or short battery life. Troubleshooting was performed and found that the pump did not alarm with ¿replace battery¿ or ¿replace battery now" and ¿power error detected¿. The customer was using suspend before low or suspend on low cgm feature. No harm requiring medical intervention was reported. The customer will discontinue using the pump and the device will be returned for analysis.